Manufacturer narrative:
A temporal relationship between the adverse event of peritonitis and the reported leak using the liberty cycler and the liberty cycler cassette during ccpd exist. Based on the information captured within the complaint file a probable association between the leak that occurred during two ccpd treatment with the liberty cycler and liberty cycler cassette and the subsequent event of peritonitis cannot be ruled out. This leak event is two of two for the same patient on subsequent treatments that the patient's nurse attributed as the potential source of peritonitis. See MFR # 8030665-2017-00297 and 8030665-2017-00298.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This leak event is two of two for the same patient on subsequent treatments that the patient's nurse attributed as the potential source of peritonitis. See MFR # 8030665-2017-00297 and 8030665-2017-00298.

Event description:
Patient's wife called stating that for the past two days they had a fluid leak in the treatment end screens when they removed the cassette. Patient's wife stated that on both occasion the fluid leak onto the floor. During a follow up call to the patient's wife it was reported that the patient had peritonitis due to the fluid leak. A follow up call was made to the patient's nurse who stated that the patient was not hospitalized for peritonitis and was treated in the clinic with antibiotics. The patient was diagnosed with peritonitis on (B)(6)2017, and was prescribed vancomycin and tobramycin. Prior to this when the patient complained of fluid leak he was prophylactically treated with 1 dose of vancomycin on (B)(6). Effluent culture was positive for klebsiella oxitoca and wbc count 11443 mm3 the rn believed the source of infection could have been the fluid leak. The set was discarded.

Manufacturer narrative:
Correction: date received by manufacturer date on supplemental MDR 8030665-2017-00298